Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Low r wave amplitude was noted on the right ventricular lead. The patient experienced multiple slow ventricular tachycardias which were recorded accurately by the device; however, t-wave oversensing episodes were also recorded due to low r wave amplitude variation. The rv lead was capped and replaced with no adverse consequences to the patient.